Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The surgeon tried to insert the lens through a capsulotomy. Could not get the lens into the posterior capsule. Lens tore upon insertion. Incision was enlarged and the surgeon cut the lens to remove from eye. No sutures were required. The reporter stated this incident was due to surgeon's technique. No product allegation.

Manufacturer narrative:
(B)(4): results: visual inspection of the returned product found lens optic torn. Piece of haptic and optic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to surgeon's technique. No product allegation. (B)(4).